Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnoses: neurogenic claudication secondary to lumbar canal stenosis adjacent level degenerative spondylosis lumbar spine; status post l4-s1 instrumented fusion. For which, patient underwent following procedures: posterior spinal fusion via the posterior posterolateral technique, l2-l4. Laminectomy including a decompression of the spinal canal, 2 lumbar segments, l2-4, including partial medial facetectomy, foraminotomies without diskectomy. Exploration of spinal fusion, l4-s1. Posterior nonsegmental instrumentation, extension of fusion, l2-l4, with pedicle screws being placed bilaterally at l2-l3 and l3-4. Reinsertion of spinal fixation device, right l4 and right l4 and right s1 pedicle screws. Autograft, local via same fascial incision for spinal surgery only. Allograft for spinal surgery only, morselized. As per op-notes, ¿copious irrigation performed and depth assessed. Screws were copious irrigation was performed a decortication post erolaterally was then undertaken. Autograft, allograft, rhbmp-2/acs were then placed from l2 all the way down to s1. Patient tolerated the procedure well without any intraoperative complications.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.